Manufacturer narrative:
H3 and h6. Codes: updated. Device analysis: the customer reported complaint of delaminated downstream occlusion (dso) seal was confirmed through visual inspection. Replaced dso seal. Performed dso/uso calibration. The device passed functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a bubbled downstream occlusion sensor and separated from the chassis. There was no patient involvement, no patient injury was reported.